Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2017-00783. It was reported that the patient experienced ineffective stimulation. An impedance check revealed high impedance on the model 3286 lead. Also, stimulation was unable to be provided from the model 3183 lead even when at maximum amplitude. As a result, the patient underwent surgical intervention to have the leads explanted.